Event description:
After initial implantation, later in the evening, the ra lead had to be repositioned due to ra lead suture issue. The physician disconnected the lead after opening the pocket from the pulse generator. He also reinserted the stylet and retracted the screw before repositioning and redeploying the helix. The lead was not removed or examined. New numbers were tested and found satisfactory. It was then sutured down and reconnected to pulse generator. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.